Event description:
It was reported that patient was not able to get enough pain relief. It was noted that the implantable pulse generator (ipg) during the procedure was dead and the spina cord stimulator lead were cut. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well post operatively. The explanted device components were not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7121275 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6); batch: 7117151 UDI: (B)(4).